Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a keyboard failure message and a communication failure message and the system locked up. There is no report of death or serious injury associated with this complaint.